Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia also we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 367 mg/dl. In addition it was reported that the pod needle had deployed late upon initial activation and the cannula had not inserted correctly into the infusion site. Once the pod was removed from the infusion site the patient reports the cannula was bent. As treatment, the patient administered boluses as well as 25 units of insulin via syringe and applied a new pod.